Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Automatic lead diagnostics shows maximum ventricular lead impedance gradually increased from approximately 1000 ohms up to approximately 1300 ohms. The impedance at implant was 507 ohms and the lifetime maximum impedance measured 1458 ohms.

Event description:
It was reported that the right ventricular lead has had an increase in impedance over several years. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01, ipg, implanted: (B)(6) 2007. (B)(4).